Event description:
Adverse event(s): "refraction worse than pre-op" (postoperative refraction, unexpected). Product problem(s): "lens is off axis by 20 degrees" (malposition of device [iol (intraocular lens) implant]). A surgeon reported having two patients with unexpected postoperative refractions following intraocular lens (iol) implant surgery. At one month postoperative, for the first patient, the surgeon noted that the lens is off axis by 20 degrees; and that refraction is "worse than preop". The surgeon reported that both patients are happy with the results and so the surgeon does not plan to do any further surgery. Additional information has been requested. There are two medical device reports associated with this event; this report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 03/25/2010 and 03/26/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).